Event description:
An altitude alarm was reported on the customer's pump, which was not functioning properly at the time of the alert. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove obstructions from the speaker holes, clean the area with a soft bristle brush, and try resuming insulin delivery after reconnecting the cartridge. When the issue persisted, the customer was instructed to load a new cartridge. Upon doing so, the alarm ceased, indicating that the original cartridge did not vent properly. Technical support arranged for a replacement cartridge, and the pump resumed normal operation.